Event description:
It was reported that a progav shunt system (#fv440-t) was implanted during a procedure performed in (B)(6) 2020. According to the complainant, the pressure could not be adjusted. The patient underwent a revision procedure on (B)(6) 2022. The complaint device no patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturer evaluation: due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. The progav shunt system was manufactured by a qualified employee on january 2020. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. An investigation was not possible because no product is available for investigation. Based of the product documentation, we can exclude the presence of a defect at the time of delivery. With reference to the reason for the complaint, we would like to point out that deposits in the valves could be caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. From our point of view, no further regulatory actions are required.